Event description:
Lobectomy procedure. Ralc30 dlu was fired and deployed staples. However, the surgeon noticed one of the staple legs on the proximal end of the transected bronchus poking straight out perpendicular to the bronchus. There were evident b-shaped staples on one end of the staple sticking out but no b-shaped staples on the other end.